Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus express2 2.5 x 12 mm drug eluting stent, however, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent back into the guide catheter, however, encountered resistance. The physician then decided to remove the entire delivery system as one unit. Upon removal of the taxus stent from the patient's body, stent damage was noticed. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".